Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The customer rewound the insulin pump and received a motor error. The customer was unsure of the blood glucose reading. The customer reported that there was a leak in the reservoir compartment during a bolus. There was no insulin visible anywhere else in the insulin pump. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir and found a large crack at the top of the reservoir.